Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm (bedside monitor) was providing intermittent spo2 readings with no error messages. The spo2 signal would be working one moment and the next moment it would be a flat line. It was also developing cracks on the spo2 socket connector plastic due to old age. They tried multiple known good spo2 trunk cables and probe cables, and the problem was repeatable. It would happen on patients and during their testing as well. No patient harm reported. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the bsm (bedside monitor) was providing intermittent spo2 readings with no error messages. The spo2 signal would be working one moment and the next moment it would be a flat line. It was also developing cracks on the spo2 socket connector plastic due to old age. They tried multiple known good spo2 trunk cables and probe cables, and the problem was repeatable. It would happen on patients and during their testing as well. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was providing only intermittent spo2 readings with no error messages. The spo2 signal would be working one moment and the next moment it would be a flat line. The unit was also developing cracks on the spo2 socket connector plastic due to wear and tear. They tried multiple known working spo2 trunk cables and probe cables, but the issue persisted. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was providing only intermittent spo2 readings with no error messages. The spo2 signal would be working one moment and the next moment it would be a flat line. The unit was also developing cracks in the plastic on the spo2 socket connector due to wear and tear. They tried multiple known working spo2 trunk cables and probe cables, but the issue persisted. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. No further issues were reported relating to spo2 issues for the reported device. Spo2 cable/probe-sensor: as a cable is required to connect the probe to the spo2 module, failure of the cable is likely to contribute to spo2 issues. Improper connection by way of improper seating to the connection port may also cause spo2 reading failures. Users should verify that all cable connections are secure before monitoring a patient. Use of unauthorized probes or cables is likely to lead to spo2 issues. Connection sockets on the bsm may be color coded and have different shapes to prevent cables from being connected in the improper sockets. Cables can become damaged because of mishandling or wear and tear. As this module is mobile, impacts from normal use may contribute to damage of the exterior closure and internals of the device.